Event description:
Edwards received notification that a patient with a 3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and two (2) months due to severe stenosis (gradient 70/39) and aortic insufficiency 2/4, ejection fraction 30%. The patient presented with nyha class I before the viv procedure. A 23mm transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.